Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that a balloon rupture was noted during priming. This occurred during preparation and therefore there was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met material, assembly and performance specifications. Visual inspection of the returned device revealed that the balloon had burst. No anomalies were observed on the hub and shaft. Functional testing could not be performed due to the state of the balloon. All device measurements were found inside specification. Since the reported event occurred during preparation, it appears that preparation damage resulted in the reported and observed issue. Therefore, an assignable cause of operational context has been assigned to the event.

Event description:
It was reported that a balloon rupture was noted during priming. This occurred during preparation and therefore there was no patient involvement.